Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.

Event description:
Pt presented emergent with a rupture in 2008. Three days later, pt was brought in to treat rupture with a bifurcated device. The delivery system would not advance through a 22fr introducer sheath. The decision was made to convert the pt to open repair. The pt tolerated the procedure well.